Manufacturer narrative:
H3: analysis of the wireless recharger (s/n: (B)(6)) revealed no anomalies were visually observed. Led#s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an external device. It was reported that the patient's recharger wouldn't work. When the patient put the recharger in the dock, they would get the green scrolling lights. The patient was not able to turn on the recharger to charge the stimulator. When the docking station was plugged in they would get a green light but it was not a great connection. If they put the cord down, the light would go off. The issue started last week. The patient needed to get an MRI and they couldn't until they charged their stimulator. The patient went to the doctor yesterday and saw the nurse practitioner at uva pelvic medicine. The manufacturer representative (rep) was there and told them to call and request a replacement recharger and docking station. The following items were requested to be sent out: wireless recharger, charging dock, wireless charging cable, and adaptor.